Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to product performance issues. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity, electrical, device to device interaction, functional and visual inspection tests. Dried blood was noted in housing and neck region (tip). Helix was retracted. Product investigation showed no conductor fractures. Lead was determined to have met specifications. An unknown product performance issue can not be confirmed. Therefore, this complaint is no longer reportable.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to a product performance issue. The lead was returned for analysis and the analysis was completed. No adverse patient effects were reported.